Event description:
A (B)(6) year old man transported to the (B)(6) by ems. Found obtunded and unresponsive in a local hotel, emergency housing. Multiple empty "bags" of drugs were found around him. Patient did not respond to naloxone administration. Patient required an io. Upon first attempt, md was unable to project the cannula and needle into the interosseous space. Repeated attempts were also unsuccessful. Another device was used to secure intraosseous access. Device was sequestered. FDA safety report ID # (B)(4).